Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in (B)(6) 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc.- kenosha's manufacturing processes. Evaluation of the returned instrument shows that the jaws are misaligned and bent to the right in the bent/damaged outer tube assembly and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. As received this instrument is complete and is not missing any of its components. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become bent and its bosses to become damaged and for the jaws and outer tube assembly to become bent/damaged but mishandling such as excessive force being applied to the handle to jaw mechanisms of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the jaws of the applier was found broken during the preparation for a surgery. Therefore, another unit was used instead." No patient involvement.